Event description:
It was reported that the patient was experiencing a burning sensation and was not receiving a stimulation sensation. It was noted that the patient was implanted the device about six months ago and had met with a manufacturer representative on (B)(6) 2013. While meeting with the manufacturer representative, recharging the implantable neurostimulator (ins) was attempted. The ins was reported as charging to one quarter of its capacity and then the patient began experiencing a stinging and burning sensation from the ins while charging. It was reported that the ins takes a long time to charge and it will not charge past one quarter of its capacity. It was stated that the ins would not stay charged since implantation. When meeting with the manufacturer representative, the patient¿s ins battery was reported as ¿completely empty.¿ a few days ago the patient¿s stimulation was reported as having stopped, though it was noted that the patient's "stimulation was back on" at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.